Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally powered off the ilet while attempting to change supplies and was unable to restart it until instructed to place the device on the charger, after which insulin delivery resumed; the user also delayed a meal announcement until after eating, leading to postprandial hyperglycemia. Symptoms included elevated blood glucose. Outcomes included transient high glucose outside target for about one hour without medical intervention. Investigation included customer service troubleshooting and user education on proper supply change and timely meal announcements. Investigation of this case revealed user handling error related to device operation and use, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.